Event description:
Additional information received from health care provider (hcp) via a manufacturer representative (rep) indicated that the patient's name, pump s/n and symptoms replated to the pocket fill were not known. The rep indicated that after the patient talked to tech services, there was not more follow-up with the patient. Tech services gave them instructions on how to navigate and the rep stated that their involvement was just to connect the patient with the hcp. The name of the hcp who initially reported the event was also provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine via an implantable pump. The healthcare provider reported that yesterday the patient had a pocket fill. Today the doctor tried to aspirate and said that he was able to get about 1cc of drug. The healthcare provider believed that the patient got a pocket full of drug and that he added saline to the pump about 26 hours ago in order to make sure the pump would not go empty. The healthcare provider wanted considerations on how to program a bridge bolus since the pump has had saline in for 26 hours. The healthcare provider stated that he had 25 milligrams per ml of drug that he would like to add but stated that he would follow up with the pharmacist to see if there is a lower concentration that he could consider adding to be safer. The healthcare provider was unsure of what the next plans were but say that he would follow up with a pharmacist in order to do the next steps and prefer a bridge bolus.